Event description:
It was reported that, "multiple dislocation. Surgeon: revised adm to a rev titanium shell with constrained liner. Also used new proximal trunnion with anteversion."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to it given to the pt. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. If it becomes available, the eval summary will be submitted in a supplemental report.